Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of "hi" and 101 mg/dl within a ten minute period on her blood glucose meter. The difference in the readings was considered to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that evaluation, a follow-up report will be filed.